Event description:
The customer claims that the catheter is not working in a specific monitor but it works with other monitors co tried. Co tested this specific monitor and it works with all catheters co tested". No pt contact was reported